Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms and high pacing thresholds. No additional adverse patient effects were reported.